Event description:
It was reported that the device gave an alarm with message "no cassette". No adverse effects to patient reported. Additional information was received indicating that the above issue was observed during testing.

Manufacturer narrative:
The device was returned for evaluation. During examination and testing, no device problems were identified. The returned device passed all testing. The cause of the issue could not be established because the device passed all testing. The downstream occlusion sensor was replaced as a preventive measure.

Event description:
It was reported that the device gave an alarm with message "no cassette". No adverse effects to patient reported.